Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is a previous complaint (B)(4) and (B)(4) , on the device. This pump underwent routine maintenance testing by "intuvie" provider where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. This adjustment was made from the original threshold pre-rework 13, post-rework -7. It was confirmed the recalibration addressed the issue successfully.

Event description:
On 04/10/2024, during the preventive maintenance (pm), the device was reported to have a flow rate offset issue.